Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils/ migration of essure device") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (surgical procedure with the removal of the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, menstruation irregular, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter information was added and updated. Essure removal date updated. New events added : vaginal bleeding and menorrhagia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the coils/ migration of essure device') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (surgical procedure with the removal of the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, back pain and metrorrhagia outcome was unknown. The reporter considered back pain, device dislocation, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migration, bleeding, pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event : back pain, metrorrhagia (bleeding b/w periods) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular cycles"). The patient was treated with surgery (surgical procedure with the removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered device dislocation, genital haemorrhage and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.